Event description:
Device was reported to have broken during use in a procedure. Contact stated that no pieces fell into the body and that no pt injury had occurred. Problem caused a 30 min delay to the procedure.